Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Patient codes (B)(4) pertain to unknown lead (unknown) device code (B)(4) pertain to unknown lead (unknown) evaluation code pertain to unknown lead (unknown).

Event description:
Information received from an advanced evaluation trial patient with an implant of (B)(6) 2016. The consumer reported having pain and aches from surgery. Additional information from the healthcare professional (hcp) reported lead displacement. The hcp stated the patient was changing and her shirt got caught on the lead and she felt a ¿tug¿. The hcp noted the patient had a CT scans to look at the lead/ uroflow diagnostics/implant surgery. The hcp stated the patient had implant surgery for permanent interstim to resolve the pain and aches.